Event description:
It was reported that during a ptca procedure involving a heavily calicified lesion in the left anterior descending (lad) coronary artery, the stent dislodged. The physician had successfully direct stented the left main artery using a liberte' monorail stent (size unk). The physician then attempted to place this liberte' stent proximal to the first, however, the delivery system was advanced too far past the lesion. It was further reported that the guide catheter popped out and the stent became caught on something and dislodged from the delivery device. The physician was unable to locate the undeployed stent and it remains in the patient. No additional interventions are planned. The patient condition is stated as "fine" both during and immediately after the procedure as well as currently. Surgery was performed on the left main due to calcification, but no issues were noted for this first stent. Surgery was not performed with the purpose to find the dislodged stent in his report.

Manufacturer narrative:
The delivery device was disposed and the stent remains in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.